Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during washing and sterilization of instruments on an unknown date, the stardrive screwdriver, handle for torque limiter, and screwdriver hexagonal large were noticed of releasing a rust like liquid and was observed of staining the fields. It is unknown if there were patient and surgical procedure involvement. This report is for one (1) large hexagonal screwdriver. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e1: additional contact information. H3, h4, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, device history batch, device history review null. Device was used for treatment, not diagnosis.